Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) did not work anymore the day after implant. Clarified as the issue was device related and therefore therapy related, resulted in the patient didn't get any therapy anymore after the device didn't work anymore. The cause of the event was a lot of fluid around and in the ins. Impedances were checked and were measured to be greater than 10,000 ohms. A revision was done two weeks later and the ins was explanted and replaced. The issue was resolved at the time of this report.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly found. The ins was functionally okay. The ins passed functional testing including impedance testing in saline, and checking the connector block for leakage. There is foreign material between the tecothane cover and liquid silicone rubber (lsr). The lsr does not adhere to the tecothane. This connector module design allows fluid ingress between the tecothane cover and lsr, however, it is cosmetic only and does not impact device performance. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.